Manufacturer narrative:
The affected device will be forwarded for further investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that scope broke mid procedure. The surgeon was performing a biopsy surgery. The rotation nob was being used to enter the stomach. In that process, the scope snapped. There was no patient harm but the procedure could not be finalized. No negative impact on the state of health for a human is reported.